Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified that the e100 nest programmable interface controller (pic) was present but the box was not checked. The fse checked for an applicable box and programmed it. The fse then performed an e100 electrical safety check and instrument energy activation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the system had a message indicating to reseat the vessel sealer instrument when the customer connected the vessel sealer instrument to the electrosurgical unit (esu) e-100 and the patient side cart (psc). The customer power cycled the system and swapped out the vessel sealer instrument to a backup vessel sealer instrument as troubleshooting, still the issue persisted. The customer moved the vessel sealer instrument to the integrated electrosurgical unit (erbe/iesu) to proceed. An intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the system logs. The procedure was completed with no reported injury.